Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced an alarm and then developed pain in her abdomen. Review of the history showed multiple low speed operation and pump off events and an increase in power. While the patient was in the ER no alarms occurred. The log file was reviewed by the manufacturer's technical service group and the reported low speed and pump off events were noted while the patient was on battery power and connected to the power module. The patient's system controller and power module patient cable were exchanged. It was reported 7 days later that the patient has had no further alarms.